Manufacturer narrative:
Concomitant medical products: 310c31 valve, implanted: (B)(6) 2012; c2tr01 crt-p, implanted: (B)(6) 2012. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead impedance had been steadily rising and is now high on a vector that is not currently in use. It was noted the patient was having more heart failure symptoms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no intervention was done. It was also clarified that the patient's heart failure symptoms were not related to their device. No patient complications have been reported as a result of this event.